Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure. According to the complainant, during the procedure, two biopsy samples were obtained, however, when the device was extracted from the scope it was noticed that the needle was bent. Enough samples had been collected and the procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure. According to the complainant, during the procedure, two biopsy samples were obtained, however, when the device was extracted from the scope it was noticed that the needle was bent. Enough samples had been collected and the procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
A visual examination of the returned device found the needle bent and the catheter cut at the distal section. Only the distal section was returned for analysis. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally, the returned unit was not tested due to the sample return condition the condition of the returned incident device was consistent with the complaint; needle bent. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A labeling review was performed and no anomaly was found. (B)(4)